Event description:
It was reported that the device voltage was at 2.78 v, and failed while still in the box. The device was not implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.